Manufacturer narrative:
Evaluation codes: updated. One device was received. Per visual inspection, the rubber feet on the bottom of the main unit and drain cap were missing. Functional testing was unable to replicate/duplicate the complaint. The product worked properly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. At the customer's request, the product was returned without repair.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product's warming alarm sounded after turning on the device. The event occurred before patient use, there was no patient involvement and no harm/adverse event reported.